Manufacturer narrative:
No product was returned for investigation. The root cause of the hematuria, fever, and hypotension was unable to be determined due to insufficient clinical details. The root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. The root cause of the positioning issue was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
It was reported that care was withdrawn and the patient expired. B2 and h1 have been updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. The pump was repositioned to resolve the issue. The patient then developed pneumonia with a fever, ventricular tachycardia, and a stroke. The patient remains on impella support.